Event description:
The customer reported that the device only shows duplicated nibp (non-invasive blood pressure) measurements for every case. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.